Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The 2.25x12mm xience prox and 2.25x15mm xience prox devices referenced are being filed under a separate medwatch MFR number. The device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the right coronary artery. A 2.25x12 mini vision rx balloon dilatation catheter (bdc), 2.25x12 mm xience prox rx stent delivery system (sds), and a 2.25x15 mm xience prox rx sds were all individually advanced toward the target lesion, all 3 devices failed to cross due to the patient anatomy and all 3 devices had a proximal shaft separation. Reportedly, all 3 devices were easily removed from the patient anatomy and no stent could be placed so the result of the performed balloon angioplasty was deemed sufficient. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.